Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: 1. Are there any photos of the device available? --no. The following information was requested, but unavailable: - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? - are there any photos of the foreign matter available? --please refer to the device returned; other information requested is unknown. Investigation summary: the product was returned to ethicon for evaluation. One unused open sample was received for analysis. Product code vcp345h. The complaint sample was not received for evaluation. During the initial inspection of the sample, the swage and attachment area were noted to be as expected and no defect or discolored on the surface needle could be observed during the evaluation. In addition, no anomalies or issues related to foreign matter could be noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section in (B)(6) 2024 and suture was used. Black foreign matter was found on the needle tip in the newly dispensed suture when it was opened to prepare for surgery changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.